Event description:
Reporter contacted lifescan alleging that the patient reported an issue with the ok button for the past few weeks. Reports, it takes multiple presses to capture. There is no trauma to the pump. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok keypad button responded intermittently and required excessive force to evoke a response. The up and down arrow buttons are unresponsive when pressed. The keypad cover was removed to investigate and revealed green contamination under the up and down arrow key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.